Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited undersensing. The lead was attempted to be repositioned four times. The patient experienced a pericardial effusion and passed away.